Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon the string separated from the pledget. While she was manually removing the pledget from her vaginal cavity it fell apart in 2 pieces. She was able to manually remove everything. She did not seek medical attention and did not experience any adverse health effects.